Manufacturer narrative:
(B)(6). The device was not received for evaluation however, photographs and a video were provided for evaluation. Visual inspection showed that the return line was perforated inside the screwed connector. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leakage was noted from the screwed connector. There was no patient involvement. No additional information is available.